Event description:
The pace/sense portion of this lead was capped on (B)(6) 2017. The shock portion of this lead is still active, however, the therapy is turned off. Patient is wearing a life vest until lead can be replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
9/28/17 - this lead was originally capped due to loss of capture and noise. Now the lead has been extracted because of an infection.the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.